Event description:
It was reported that during a cholecystectomy it could not feed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Malformed clip.